Manufacturer narrative:
The initial report date was recorded incorrectly leading to the MDR report being a day late.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced odynophagia and mild dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016. During the procedure, the patient was found to have a rather large hiatal defect with a significant amount of proximal stomach in the chest. Patient underwent an esophagogastroscopy with balloon dilation to 15mm on (B)(6) 2017 to treat dysphagia symptoms. The testing showed a normal upper, middle and distal esophagus, with a "small amount of irregularity around the z-line", and the patient appeared to have delayed gastric emptying. Device explant due to moderate odynophagia and mild dysphagia occurred without issue on (B)(6) 2018. A fundoplication was performed at the time of removal. Device was found in the correct position/geometry.